Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured and a pinhole was noted in the middle part. The device was removed and the procedure was completed with a different device. No complications were reported and the patient was in good condition post procedure.